Manufacturer narrative:
Patient stated that last year he had a infection at the needle site. Patient stated that it started out as a bump and grew bigger. His endocrinologist sent him to a specialist and learned he had an infection. Patient stated that he had to have surgery because the infection was deep. Patient reported that the surgery at the needle site was done in an outpatient basis in the surgeon's office over 1 year ago but he does not remember the surgeon's name or the date of the procedure. Patient stated that he is properly cleaning the site before placing on the v-go. Patient stated that he placed the v-go on the side of his stomach. Patient stated that he did heal well and can barely see the scar. Patient confirmed that he recovered promptly and did not require any pain medication. He continued on v-go device during and after the procedure and cannot recall bg#'s. Patient has no issues with his injection sites presently and reports no signs of infection. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Patient stated that last year he had a infection at the needle site. Patient stated that it started out as a bump and grew bigger. His endocrinologist sent him to a specialist and learned he had an infection. Patient stated that he had to have surgery because the infection was deep. Patient reported that the surgery at the needle site was done in an outpatient basis in the surgeon's office over 1 year ago but he does not remember the surgeon's name or the date of the procedure. Patient stated that he is properly cleaning the site before placing on the v-go. Patient stated that he placed the v-go on the side of his stomach. Patient stated that he did heal well and can barely see the scar. Patient confirmed that he recovered promptly and did not require any pain medication. He continued on v-go device during and after the procedure and cannot recall bg#'s. Patient has no issues with his injection sites presently and reports no signs of infection. There is no allegation of device malfunction. The device was not returned for evaluation.